Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿highly cross-linked polyethylene decreases the rate of revision of total hip arthroplasty compared with conventional polyethylene at 13 years¿ follow-up¿ by s. A. Hanna, et al, published by the bone and joint journal (2016), vol 98-b, pp. 28-32, was reviewed. The purpose of this study was to compare the long-term results of primary total hip arthroplasty (tha) in young patients using either a conventional (cpe) or a highly crosslinked (hxlpe) polyethylene liner in terms of functional outcome, incidence of osteolysis, radiological wear and rate of revision. Implanted depuy products: 58 duraloc cups, 37 enduron liners (cpe group), 21 marathon liners (hxlpe group), 7 s-rom stems, and 44 prodigy stems. This study also included heads, cups, liners, and stems from competitor manufacturers that are not included within this complaint. Results: 5 enduron cpe liners revised for osteolysis and polyethylene wear. 2 head and liner revisions of the marathon hxlpe liner for joint instability. 1 revision of a femoral stem and s-rom sleeve (augment) (product not specified within the text of the article) for femoral loosening. 15 radiologically identified acetabular osteolysis associated with the enduron liner. 16 radiologically identified femoral osteolysis associated with the enduron liner. There was no osteolysis or polyethylene wear found associated with the marathon liner. There were no adverse events or revisions associated with the duraloc acetabular cup.